Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a hematoma occurred. A patient underwent a left atrial appendage closure procedure. A watchman flx pro laa closure device was successfully implanted, and the patient was discharged from the hospital. One (1) day post procedure the patient became hypotensive, weak and dizzy and fell once after going to the bathroom and fell again trying to get into bed. The patient was experiencing atrial fibrillation. The patient returned to the hospital and four (4) hours later the patient was no longer in atrial fibrillation. The patient reported that they had a large hematoma that required a blood transfusion. The patient was anemic and experienced palpitations. The patient is currently hospitalized and recovering from this event.